Event description:
Event description guidant received information that the patient was hospitalized for unknown reasons. While in the hospital, the crt-d delivered a shock. An interrogationof the devce afterward noted a warning screen indicating a shorted shock impedance has been detected.